Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old caucasian female who underwent breast augmentation with a 300cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced right sided baker grade IV capsular contracture and left sided device asymmetry post procedure. Left capsulorrhaphy and left mastopexy were performed in (B)(6) 2021 to correct the left sided asymmetry. The right sided capsular contracture was accompanied by malposition, pain, and hardness. Replacement with new mentor gel implants was performed on (B)(6) 2022. Mentor became aware of the right sided capsular contracture on (B)(6) 2022. This report relates to the right prosthesis. On (B)(4) 2022 mentor received additional information and initial awareness of the left sided asymmetry.